Manufacturer narrative:
The investigation is ongoing.

Event description:
After the initial pre-crimp of the valve, it was noticed that a string/suture was across the stent struts of the valve on the outflow side. The suture was able to be removed without resistance. A decision was made to open a new valve. The new valve was successfully implanted without complication. The device will be returned for examination.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned for examination. The complaint was confirmed for the reported event based on the evaluation of the returned device. A visual examination found that a 1-inch multicolored thread was observed on the inflow of the valve. Due to the nature of the complaint, no functional and dimensional analyses were performed. A device history record (DHR) review revealed a potential manufacturing nonconformance issue that may have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u/s3ur thv) and the device preparation training manual. Based on the review, no IFU or training deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a particulate noticed was confirmed based on the provided imagery and returned device evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per material analysis results, the multicolored thread showed similar absorption to poly (vinyl chloride) material. A process walk-through was performed by manufacturing to ensure none of the material, fixtures, or tooling used matched poly (vinyl chloride) material. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, "after the initial pre-crimp of the valve it was noticed that a string/suture was across the stent struts of the valve on the outflow side. The suture was able to be removed without resistance." It is possible that the multicolored thread was introduced during device preparation, as they were observed during the initial crimping process. In this case, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.